Event description:
In 2006, this patient underwent endovascular repair using gore excluder aaa endoprostheses. On an unknown date, this patient was identified with a type ii endoleak stemming from lumbar arteries with possible aneurysm enlargement. On an unknown date in 2009, a reintervention occurred, whereby the physician performed coil embolization of the lumbar arteries that were identified to be communicating with the aneurysmal sac. The patient tolerated the procedure. No images were sent to gore.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysm. Type ii endoleaks are a result of patient anatomy and are not indicative of device failure. Available information does not indicate any evidence that the device contributed to the observed type ii endoleak.